Manufacturer narrative:
The technician replaced the mattress ticking and the fire barrier to resolve the issue.

Event description:
The account alleged that the mattress ticking is worn out and the fire barrier is stained. No pt impact.